Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the reported issue was likely caused by unexpected stress being applied to the cable due to the handling of the user, which caused a communications failure and the resulting no image and error message. The device's instructions for use contains the following: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." Regarding the intermittent horizontal lines in the image found by olympus service, this issue was found to be caused by a faulty charge coupled device (ccd) unit. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the reported complaint of error e315 was confirmed and due to a short in the cable. In addition, image has intermittent horizontal lines due to the bad cable. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported near the end of a diagnostic cystourethroscopy using a hd autoclavable camera head, the device displayed an error code. The error occurred when the doctor was trying to retrieve a stone. The connections and settings were checked and the entire tower was switched out. The complaint device was connected to the second tower that was used, and the same error code was displayed. The camera head was switched out and the procedure was completed with the second camera head. There was no delay or impact to the patient as a result of the occurrence. No patient information could be provided by the customer.